Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) per medwatch mw5108069: inbound. No disposable pump alarm using 100ml cassette from lot 4173645 expiration 08/19/2026. Replacement pump sent. No further details provided. Medwatch report mw5108074 received 20/apr/2022. No additional information.